Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. (B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zcb00, was implanted, the patient's capsule broke. The lens would not stay in position. The lens was removed and an incision enlargement and vitrectomy was performed. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. Two pieces of the lens were received. (Other portions of the lens was not returned.) The two pieces of the returned lens are torn. The condition observed in the returned lens and the way in which the cut is formed is consistent with a lens that has been cut due to the lens removal process. Due to condition of the returned lens, the reported complaint could not be verified.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.